Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a qdot micro and charring/thrombus on the catheter occurred. After the procedure, the doctor noticed that charring was visible above the tip of the catheter. There were no patient consequences. The customer¿s reported issue of char is not considered to be MDR reportable as char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 21-aug-2024, additional information was received indicating the system did not present any error messages and the physician did not see any product problems during use. There were no issues related to temperature or flow on the catheter. Heparinized normal saline was used and the patient was anticoagulated with activated clotting time (act) of >300 maintained throughout. The physician did not consider the charring to be excessive, however, the doctor estimated the risk to the patient to be increased. As such, based on the new information received, the event was reassessed as an MDR reportable thrombus/charring issue.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a qdot micro and charring/thrombus on the catheter occurred. After the procedure, the doctor noticed that charring was visible above the tip of the catheter. There were no patient consequences. The customer¿s reported issue of char is not considered to be MDR reportable as char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 21-aug-2024, additional information was received indicating the system did not present any error messages and the physician did not see any product problems during use. There were no issues related to temperature or flow on the catheter. The physician did not consider the charring to be excessive, however, the doctor estimated the risk to the patient to be increased. As such, based on the new information received, the event was reassessed as an MDR reportable thrombus/charring issue. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus and clot residues were observed located at the bottom of the dome in the transition between the dome and the first ring. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. Temperature and impedance tests were performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char/thrombus issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Correction: product received details were inadvertently omitted from the 3500a initial medwatch report. As such, the appropriate fields in section d. Suspect medical device have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).